Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: ¿ failed right tha secondary to mom articulation with metallosis, lacks periarticular hip tissues secondary to metallosis ¿ general, ebl 600ml, same posterolateral approach used ¿ presented with increasing pain, cobalt and chromium levels elevated, slight fluid noted on MRI but no gross altr ¿ upon entry, dark metal staining of the tissues consistent with metallosis encountered ¿ no significant damage to the trunnion noted upon removal of the femoral head ¿ slight deficiencies noted in the acetabular wall ¿ shell found ¿quite anteverted and quite vertical¿, removed without significant bone loss (initial op note states that cup was placed in a ¿safe, stable position¿; therefore, malposition is not called out) ¿ significant laxities in the soft tissues noted ¿ capsule closed with adequate tension and stable rom ¿ stem remained intact, remaining components revised without complication. The complaint is confirmed via the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3 upon visual inspection the insert has scuffing and black debris visible on the inner taper. There is visible scuffing on the od of the device. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02009, 0001825034-2023-02011. D10: cat #: us157852 / m2a-magnum pf cup 52odx46id / lot #: 379370. Cat #: 139254 / m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1 / lot #: 382900. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately fifteen years post implantation due to pain, elevated metal ion levels, metallosis and secondary soft tissue damage. During the revision, dark metal staining and joint laxity was noted. The stem remained intact and the cup, head and liner were removed and replaced. Attempts have been made and no further information is available.